Event description:
It was reported that the implantable cardioverter defibrillator  (ICD) battery only lasted two and a half years because of the need for high output due to patient anatomy. It was noted that the chronic left ventricular (lv) lead had low impedance. This lv lead remains in use. During the replacement procedure, a capped lv lead was uncapped in order to test the lead. During the procedure, the connector pin came off with the cap. The lv lead was recapped and remains in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 694765 lead; implanted 2009 (B)(6); (B)(4) ICD; implanted 2011 (B)(6). (B)(4).